Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the personality module energy device (pmed). The system was tested and verified as ready for use. The pmed involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the foot switch stopped functioning while using bipolar energy with the force triad generator. The procedure was completed as planned with no reported injuries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the personality module energy device (pmed) to perform failure analysis. The pmed was analyzed and the reported problem was not confirmed and not replicated. In the system logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The pmed was installed onto a golden system where was triggered indicating no fault on the pmed. The system started up without any error. Performed test with the instruments, all ports are fully functional as normal. All 3 ports were tested and energized but no faults could be identified. The probable root cause could not be determined based on the failure analysis results. The reported issue could not be reproduced, and review of the system logs did not provide sufficient information to establish a definitive root cause.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer answered unknown and the issue was not reproduced for the question how the foot switch issue was resolved. The procedure was completed robotically. Patient demographic information was not provided.